Event description:
It was reported that the patient was remotely monitored via merlin.net. It was noted that an error was detected through remote monitoring indicating a device parameter error. Upon in-clinic device interrogation, it was confirmed that the pacemaker exhibited an error message, and programming changes were made. There were no patient consequences. The patient continued to be monitored.